Event description:
It was reported that this system was an attempted implant due to non-conversion and out of range shock impedance measurements during defibrillation threshold testing (dft) and low voltage shock measurements. The physician requested a new device and electrode and successful dft was confirmed with in range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was an attempted implant due to non-conversion and out of range shock impedance measurements during defibrillation threshold testing (dft) and low voltage shock measurements. The physician requested a new device and electrode and successful dft was confirmed within range shock impedance measurements. No adverse patient effects were reported.